Manufacturer narrative:
Continuation of medical devices: product ID 8781, serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown). The indication for use was unknown. It was reported that the patient was having the pump explanted as it was not giving him relief, despite dose escalations which exacerbated his sleep apnea. The patient stated that the pump has never given him pain relief. The event date was unknown. Per the patient, the pump was turning itself on and off, and putting him into withdrawal states. It was stated that the healthcare provider (hcp) looked at it and did a dye study (date unknown) and said there was nothing wrong with the pump. It was indicated that it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue; no further information was provided by the patient. No troubleshooting was performed. It was noted that the patient was in pre-op for the pump explant and the rep read the pump and checked the logs. It was stated that here were no alarms indicated in the logs. It was noted that there were no drugs in the pump. At the time of the report, the pump was delivering saline, and it was unknown what the prior drug was. As an action/intervention taken to resolve the issue, the pump was explanted per patient request. The entire system was explanted, and nothing was replaced. The rep advised the patient that the pump be returned to the manufacturer for analysis, but the patient refused and said he wanted the pump. It was noted that the rep spoke with the explanting doctor, who stated that whatever the patient wanted was fine. The pump was sent to pathology first, as per hospital protocol, and it was indicated that they will release to the patient if their protocol allows. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.